Event description:
Healthcare provider reports: protime system inr results lower than reference lab. Protime inr 5.3 vs reference lab inr 2.98, 10 minutes later. Target inr 2.5-3.5.

Manufacturer narrative:
(B)(4). Manufacturer awaiting completion of product evaluation.